Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vaccess CT port, one catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath and vessel dilator, and one tunneler was returned for evaluation. The investigation is confirmed for packaging problem as a small area in the inner packaging appeared deformed. However, the investigation is unconfirmed for the reported hole in device packaging as no hole was found on the returned device package. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement, the device allegedly had packaging problem and a hole was identified in the package. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date (08/2021).

Event description:
It was reported that prior to a port placement, the device allegedly had a packaging issue. The procedure was completed using another device. There was no patient contact.